Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing. Noise was reproducible with isometrics. It was noted the oversensing was possibly mirror image oversensing. The leads remain in use. No patient complications have been reported as a result of this event.